Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device - 17 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced a small cerebrovascular accident and seizure post lvad implant in 2015. Event date is estimated. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively established through this investigation. It was reported that the patient expired on 18 mar 2018, the outcome not device related. The pump was not explanted for evaluation. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The vad coordinator reported that the patient expired on 18 mar 2018. The outcome was not device related. The pump was not explanted for evaluation.